Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level 44 mg/dl and a loss of consciousness. Reportedly, the cause was related to customer's settings. Bg was addressed via nasal glucagon. Reportedly, customer's healthcare provider updated pump settings. No additional information was provided.